Event description:
Per the clinic, the electrode array was partially inserted in the cochlea with only 4 active electrodes, resulting in the decision to explant the device. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report due to ossification.

Manufacturer narrative:
X-ray imaging (specific date not reported) was performed but the result is unknown.